Manufacturer narrative:
Evaluation of the transducer could not confirm the imaging issue as described by the customer. However, investigation of the device noted writing on the connector, scratches on the control handle, a dot on the window, damage to the connector, and a dent in the shaft. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was displaying artifacts in images. There was no injury associated with this event.